Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient had an undetected hypoglycemic reaction while wearing the continuous glucose monitor (cgm). It was reported that the patient's data report showed that at 8:16am, the receiver displayed a reading of 102mg/dl with a downward arrow, indicating falling blood glucose. The patient was not able to drink juice in time before passing out. At 9:00am, the paramedics reported a blood glucose test of 86mg/dl after treatment. The patient was transferred to a medical center. No additional event or patient information is available. No product or data was returned for investigation. The reported hypoglycemic event could not be confirmed. A root cause could not be determined.